Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with 85% stenosis. The lesion was pre-dilated with a non-abbott balloon. The 3.0 x 28 mm xience v stent was deployed at 14 atmospheres (atm). After deployment, a small edge dissection was observed. Another xience v stent was implanted to cover the dissection. The end result was reported to be very good. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.